Manufacturer narrative:
The customer (biomedical engineer) reported to physio-control that they have been monitoring the device in their shop and have not observed the issue to recur. The customer indicated that following some additional monitoring, the device will be returned to service for use. The device will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device's screen intermittently turns all white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.